Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 2 of 4 on the home choice (hc). All the bags were still connected and there was wetness on the floor. The caregiver (cg) can't tell if it came from any of the bags and all the connections seemed okay. The technical service representative (tsr) had the cg close clamps and the transfer set, disconnected and capped off. The tsr advised the cg to call the nurse for further medical instructions. No further therapy that night. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown; therefore a batch review was not conducted.